Manufacturer narrative:
Additional information: h3 - product evaluation: h6 - codes updated. Final investigation: based upon investigation of product noted in another complaint. Investigation results: investigation was carried out visually. The sealings at one end are missing. Device history records: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Four similar incidents have been filed with products from this batch. The deviation (product safety case (psc)) determined severity 4(5) and probability 1(5). Explanation and rationale: the missing seals are due to a problem during manufacturing. Conclusion/corrective measures: a product safety case (psc) has been performed and a field safety corrective action (fsca) is being performed; the fsca does not impact products from USA (this information was previously reported in the FDA response).

Manufacturer narrative:
Please note: the field safety corrective action does not impact products from USA (this information was previously reported in the FDA response). Investigation results: investigation was carried out visually. The sealings at one end are missing. Device history records: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Four similar incidents have been filed with products from this batch. The deviation (product safety case (psc)) determined severity 4(5) and probability 1(5). Explanation and rationale: the missing seals are due to a problem during manufacturing. Conclusion/corrective measures: a product safety case (psc) has been performed and a field safety corrective action (fsca) is being performed; the fsca does not impact products from USA (this information was previously reported in the FDA response).

Event description:
It was reported that there was an issue with fv004r - tunneling instrument 600mm. According to the complaint description, sterile sealing barrier of the outer package was found to be unsealed. There was no patient harm nor use on a patient. The adverse event is filed under aag reference (B)(4).